Manufacturer narrative:
4/8/1998-supplemental report #1 submitted to FDA.

Event description:
The product was used during an unspecified procedure. Reportedly, the clips jammed in the jaws of the instrument. No pt injury reported.